Manufacturer narrative:
Patient weight not made available from the site. On 05/02/2016 a medtronic representative, following-up at the site, reported the surgeon worked with the same acquisition that was used just before in another procedure to perform an open surgery (screw placement) at l4-l5 levels. Consequence was that the anatomy position was modified following the rod tightening on the screws at lower lumbar level, making the navigation of l1 inaccurate. On 05/02/2016 a medtronic representative performed a navigation system check-out, hardware and software areas failed. Accuracy check performed: no inaccuracy could be highlighted. System performed as intended. On 05/02/2016 a medtronic representative performed an imaging system check-out, all areas passed. Navigation accuracy checked with phantom on both sides of the imaging system and no issues were detected. Motion calibration performed. Fluoro + rad calibration performed. Issue resolved. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site biomed representative reported that, during in a spine procedure, the surgeon alleged an inaccuracy occurred while navigated a mas kyphoplasty at l1 level with the pedicle access kit (pak) needle. No details about inaccuracy levels were communicated. No specific measurement, or direction, of the alleged inaccuracy was provided. The reference was placed on the iliac crest. After performing a second acquisition, the surgeon properly navigated the pak needle accurately. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight now provided.